Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the patient was revised due to radiating pain, numbness, limping, fluid around joint, swelling and high ion levels.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 3 of 3 mdrs filed for the same event. (Reference 0002648920-2016-00868, 0001822565-2016-01879. Concomitant medical products: 00620205022, shell porous with cluster holes 50 mm, 00630505032, liner standard 32 mm i.d. For use with 50/52/54 mm o.d. Shells, 00784301106, femoral stem beaded fullcoat 12/14 neck taper std. Body std. Offset size 11 11 mm distal dia. 160 mm length. Not returned.

Event description:
Patient's right hip was revised approximately 11 years post-implantation due to radiating pain, numbness, limping, fluid around joint, swelling and high ion levels.